Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Concomitant medical products- competitor liner catalog#:unk lot#:unk, shell catalog#:unk lot#:unk, stem catalog#:unk lot#:unk. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. From the information provided, the components used in the primary surgery ( zimmer biomet head with non zimmer biomet liner) were not compatible. However, a definitive root cause cannot be determined . A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported that the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable.